Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of angina and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the stent delivery system was delivered without pre-dilatation (direct stenting). However, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, it is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported that approximately thirty two months post direct stenting procedure in the distal circumflex (dcx) with one 2.5 x 8 and one 3.0 x 12 xience v stent, the patient was hospitalized on (B)(6) 2011 with chest pain. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the target lesion and target vessel/non-target lesion for instent restenosis in the dcx. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. Though requested, there was no additional information provided.